Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/14/2020. A manufacturing record evaluation was performed for the finished device lot number am7405, and no non- conformances / manufacturing irregularities were identified. A detached needle of product code vr2296, lot # am7405 was received for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected, marks by use of surgical instrument were noted on body needle. The suture was not received to determine the assignable cause and no functional tests could be performed. No conclusion could be reached as the needles of the box pulled off. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Evaluation of received 1st needle was submitted via 2210968-2020-08129. Additional information was requested and the following was obtained: please provide procedure name and date - aesthetic surgery : several procedure impacted but exact number unknown. How long was the delay? Yes, 15 min. Several needles by procedure (exact number unknown). Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain - no. Patient¿s current status? Good. A new complaint has been opened because several procedure impacted. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent. Additional event reported via mw # 2210968-2020-08830. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown aesthetic procedure on an unknown date in 2020 and a suture was used. During evaluation, additional detached needle was observed; the suture was not sent. There were no adverse patient consequences reported.